Event description:
The pt was revise due to wear of the liner and corrosion was noted on the ball.trunion of the stem interface. The apex hole eliminator also migrated out of the cup and above hemisphere of acetabulum.